Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of nausea and peritonitis in a patient coincident with physioneal, unspecified product therapy for peritoneal dialysis (pd) and automated peritoneal dialysis (apd) therapy. On an unreported date, the patient experienced nausea when using physioneal, unspecified product (3.86%) therapy. On an unreported date, the patient began remedial therapy with metoclopramide (10 mg, frequency not reported, orally). On an unreported date, physioneal, unspecified product (3.86%) therapy was reduced to physioneal, unspecified product (2.27%) therapy. On an unreported date, the patient experienced peritonitis. It was not reported if the patient required hospitalization, if laboratory or diagnostic testing was performed or if remedial therapy was rendered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.